Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cath lab. The physician followed the instructions for use, but failed to deliver the intra-aortic balloon (iab) catheter to the right position. He had difficulty advancing the catheter due to severe resistance. He removed the catheter and replaced it with a new one. There was no excessive bleeding and the physician used the same insertion site, left femoral artery, for both insertions. There was a 5 minute delay in treatment with no harm or complications noted to the pt.